Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on the device needle/blade and molding defect (short shot). The foreign matter event occurred 84 times. The following information was provided by the initial reporter. The customer stated: there was the following issues for the lancet: (1) fm -dirt ×84. (2) molding defect of shield (blue part) ×1."

Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: bd received 84 samples for investigation. The samples were evaluated by visual examination and the indicated failure modes for foreign matter and molding defects with the incident lot were observed. Nine (9) of the returned lancets were found to have molding defects and 47 of the returned lancets were found to have stains on their housing / shields. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was observed as 11 lancets had stains on their housing / shields. No molding defects were found with the retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and molding defects. Bd was not able to identify a root cause for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of molding defects through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on the device needle/blade and molding defect (short shot). The foreign matter event occurred 84 times. The following information was provided by the initial reporter. The customer stated: there was the following issues for the lancet: fm -dirt ×84; molding defect of shield (blue part) ×1."